Manufacturer narrative:
(B)(4). The device was serviced by a service technician. Visual inspection, functional testing and an alarm log review were performed. Visual inspection, the alarm log review, and the power on self-test noted no evidence of the reported condition. The reported condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-64 alarm (malfunction in a/d converter circuitry). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.